Manufacturer narrative:
The autopulse battery ((B)(4)) was returned to zoll circulation for evaluation and was analyzed on (B)(4) 2013. Visual inspection revealed no anomalies. After the battery was fully charged/test cycled and retested, the battery was successfully passed. Run-in test with the 95% patient test fixture was performed until discharged for more than 40 minutes and no issues were observed. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.

Event description:
It was reported that an autopulse nimh battery experienced low run times. First battery (s/n (B)(4)) is addressed under (B)(4), MFR # 3003793491-2013-00582. Additional information was received whereby customer indicated that the unit just shut off. The battery ran for approximately 2 minutes. This incident occurred while attempting to resuscitate the patient. Manual CPR was initiated until rosc (return of spontaneous circulation) was achieved. The patient died later that day. No further details were provided.